Event description:
It was reported that pump experienced malfunction with code 12 and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer was informed that malfunction code was resettable, technical support provided pump reset instructions, and customer planned to call back if further issues occurred, but no additional information was received regarding outcome of event.